Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that following the implant procedure of this device, the patient experienced over-sensed noisy signals. It was alleged this had occurred due to a broken portion of a competitor's lead that remained in situ following the implant. It was noted that this resolved after four days and it was hypothesized that the lead fragment had been encapsulated. The physician is continuing with normal follow-ups. At this time, the device remains implanted and no additional adverse patient consequences were reported.